Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter. Additionally, it was reported, that the customer received a power source alert, after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer¿s blood glucose value was 75 mg/dl.